Event description:
It was reported that the battery housing opened during a procedure exposing the non-sterile battery to the sterile surgical site. The nurse closed the housing and the procedure was completed using the device. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. This report will be updated if further info is received.